Event description:
It was reported that during a da vinci si hysterectomy procedure, the fenestrated bipolar forceps instrument would not rotate properly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. Clevis did not exhibit excessive damage. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.